Event description:
It was reported by the customer that a bd pyxis¿ es server patients or orders was not crossing over to es or logistics. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order was not crossed over to the es server. A technical support specialist had checked the server downtime query and verified that messages were crossing in real time, indicating the issue had been resolved. The customer then confirmed that the issue was fixed. The system functioned as intended after the technical support specialist troubleshooted the device. E.1. Initial reporter facility: (B)(6).